Event description:
Plaintiff reports initial bilateral implantation 8/21/75 with replacement 8/21/78. Plaintiff alleges various illnesses including, but not limited to, physicial pain, impairment, and suffering.